Event description:
A zoll distributor returned monitor sn (B)(4) to report that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon evaluation the monitor failed incoming functionality testing. The cause for failure was isolated to corroded connectors j2007 and j2008 on the monitor auxiliary pca which corrupted the monitor programming. The root cause for the corrosion could not be positively identified. No adverse event resulted from the defective monitor.